Event description:
The pt rec'd two leads with the same lot number. It was reported the pt was experiencing auto-reduction with the stimulation. Follow up identified the physician undertook surgical intervention and replaced one of the leads. It was reported the lead was tested intraoperatively and all 8 contacts were invalid. It was reported the pt rec'd effective bilateral coverage postoperative.

Manufacturer narrative:
Evaluation: results: the complaint was confirmed. As rec'd, the lead was kinked with all wires broken at approximately 18cm from the stimulation end. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.